Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing, settings rate 1.5 res vol 53.7 , given 17.3, air in tubing, no injury to patient. No further information available.